Event description:
It was reported that during removal of the catheter from the pt, it separated and a 2cm portion was retained. Surgical intervention was required to remove the separated portion. There were no other complications reported.